Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention treatment procedure, a choice guide wire was unable to cross the lesion. However, returned device analysis revealed a guide wire fracture. The physician was attempting to cross a 95% stenosed lesion located in the non tortuous left circumflex artery with a 182cm choice pt guide wire. Vascular access was femoral. The physician was unable to cross the lesion with this guide wire. The procedure was completed with another guide wire. There were no reported pt complications. The pt status is listed as "stable". Add'l info on when and how the guide wire fracture occurred has been requested and is not available.

Manufacturer narrative:
Visual inspection of the returned device revealed it to be in two sections. The outer tube and inner core wire had fractured. The outer tube exhibited evidence of compression and tension along with a rolled over inner wall. The fracture surface exhibited fatigue striations with elongated dimple ruptures in tear. No material anomalies were noted. The inner core wire fracture surface exhibited a "v" notch shape with elongated dimple ruptures in shear/tear. No material anomalies were noted. Both the outer tube and inner core wire fractures mate. Kinks were found on the distal and proximal sections. The outer diameter of the device was measured, no anomalies were found. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).